Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(4): part # nav4680003 lot # em24d024 visual inspection confirmed the inner shaft of the inserter has broken at the laser weld. The damage is consistent with overload during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the inserter, when placing the cage and releasing the implant, remained with the implant in place, creating resistance to detach the cage. No patient symptoms or complications were associated with this event.